Event description:
The patient reported corneal ulcer. Medical records from the treating facility with diagnosis and discharge instructions were included. The patient was diagnosed with an infection of the eye with an ulcer on the cornea. She was prescribed pain and antibiotic medication with instructions to return for a follow up appointment with in 24-48 hours. Follow up with the patient for the conclusion has been made, but no reply to date. Should more information become available, this report will be re-evaluated with in 30 days. This report is being filed as an infection with a corneal ulcer.

Manufacturer narrative:
This report is being filed as an infection with a corneal ulcer. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.